Event description:
It was reported that during an ipp implant procedure, the pt experienced bleeding that would not stop. "The surgery was completed, the pt was stable and was going to receive a blood transfusion in a post op room". Add'l info indicates the pt had taken a viagra pill on the day of surgery and pt now doing "fine".